Event description:
The original stenting procedure was successful in implanting four rx acculink stents. During the one month follow-up visit, a new onset of seizures occurred, which was likely the result of hyperperfusion syndrome. This resulted in a new hospitalization, during which the condition improved. The patient will be monitored, with a follow-up in three months. No additional information was available.